Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to middle cerebral artery cerebrovascular accident (mca cva). The pump functioned as intended without any alarms or issues. It was later communicated that a computed tomography (CT) scan of the head revealed occlusion of the left supraclinoid internal carotid artery (ica) and left mca with completed left mca infarct. Atherosclerosis without flow reducing stenosis of major arteries in the head and neck was also noted. The patient reportedly did not follow commands while off of sedation. Their eyes were open, and the patient did not move on the right side. Neurology was consulted and the patient was treated with hypertonic saline with no improvement prior to death.